Manufacturer narrative:
Submit date: 7-24-2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports debris were falling off the gauze. Debris was reported as small flakes of gauze and a cotton seed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reports debris were falling off the gauze. Debris was reported as small flakes of gauze and a cotton seed.¿ a review of the device history record (DHR) for lot no. 18a059962 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no manufacturing issues related to the complaint for this lot. One (1) photograph sample of the complaint was provided for analysis. It is unclear from the photograph whether this is some loose fibers or contamination. Without the physical sample, testing for the definitive root cause of the linting could not be accurately determined. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.